Event description:
As reported, a 12x4 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon burst using only a syringe to inflate the balloon. The device was stored per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. An av fistula in the arm was the intended procedure. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, a 12x4 80 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon burst using only a syringe to inflate the balloon. The device was stored per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. An av fistula in the arm was the intended procedure. There was no reported injury to the patient. Additional information but was not obtained from the customer. A non-sterile unit of ¿powerflex p3 f5 12x4 80¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing a shaft kinked condition located approximately 41 cm from the distal tip. The balloon arrived not inflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure (rbp). However, inflation pressure was not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst¿ was confirmed, as a ruptured condition was observed on the balloon surface that generated a leak, impeding the maintenance of the inflation pressure. Also, the shaft presents a kinked condition. The exact cause of this condition observed on the balloon and the kink on the shaft could not be conclusively determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the torn of the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The product analysis does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported,12x4 80 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon burst using only a syringe to inflate the balloon. The device was stored per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. An av fistula in the arm was the intended procedure. There was no reported injury to the patient. Additional information and device return was requested; however, neither were not obtained from the customer.